Event description:
It has been reported to us that during the procedure, the occlusion balloon deflated unexpectedly. The physician inserted a guide wire into the patient. The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to 4.5mm to occlude the vessel. The physician inserted a catheter and performed a study. The physician then noticed that the occlusion balloon had deflated unexpectedly. The device was removed and replaced with another to complete the case. The patient is reported to be fine.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.